Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2009. The report was received from edwards lifesciences on behalf of the (B)(6) hospital and referred to an incident involving accusol 35 5l. The reporter stated that the substitution bag was not pierced by the clampex, and flow was observed from luer lock connection. The bag was replaced without any problems to the patient's treatment. A sample is available and will be returned directly to the plant by edwards. No patient injury has been reported/confirmed by the customer.

Manufacturer narrative:
(B)(4). Evaluation of the returned sample confirmed that the clampex connector was broken. Both push arms were broken. The left clampex wing was also broken. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Clampex connector being broken introduced additional checks during the manufacturing process. The handling of clampex connector was reviewed with clinical coordinators and training material was updated. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.